Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. According to the device history records reviewed for the reported lot number m4300t619, the product met manufacturing procedures and was accepted by quality assurance inspectors. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2015-00143 for the first patient. It was reported that, "the thumb port was found to be sticking after use causing a loss of volume. The thumb port did not return to up position causing suction to remove air from the patient causing a loss of volume. They continued to replace the catheter until they found one that worked.